Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the maryland bipolar forceps instrument (part#471172-16/lot# k10211012 0558) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system (B)(4). The instrument had 8 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the instrument conductor wire was exposed. The exposed conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date not applicable. The product is not implantable.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a black cable exposed. There was no report of patient involvement. Per subsequent follow-up with medical staff, it was confirmed that the reported issue was identified during central processing. No damage was found to the instrument before, during or after the last surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps (mbf) instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint. Failure analysis found the primary failure of insulation damage of the conductor wire to be related to the customer reported complaint. The mbf instrument was found to have damage of the conductor wire¿s insulation. The mbf instrument passed the electrical continuity test. The wires were found to be exposed within the insulation. The root cause of this failure is attributed to component failure. Additional observation not reported by site was that the mbf instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.053¿ - 0.190¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.